Event description:
Customer reported one blood leak on a CT 190g dialyzer. The dialyzer was on use 44, when the blood leak occurred. The blood leak was visually observed and confirmed by a positive hemastix result. A new dialyzer and blood lines were set-up and the treatment continued without further incident. No pt injury or medical intervention was reported.